Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: a review of the pump black box data alarm history indicated frequent low battery warnings and replace battery alarms. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and moisture damage to internal pump components was found. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked with evidence of moisture damage. A leak test was performed and revealed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.